Event description:
The customer reported that there was an x-ray switch error and that the system was unable to perform fluoroscopy with the hand switch or the foot switch. The field engineer noted that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced some circuit boards that were damaged by a power fluctuation. The system operates as intended.